Event description:
It was reported that the patient experienced an overdose. The overdose symptoms included bradycardia. The patient had missed the refill appointment, and the pump's low reservoir alarm went off on (B)(6) 2012, however the patient did not go in for refill until (B)(6) 2012. The patient's dose was not adjusted, however the physician reported the pump was programmed at 420mcg/day which was likely "too much", being that the patient went without the intrathecal baclofen for a while, because of the missed refill. It was later reported on (B)(6) 2012 that the patient had a stroke and overdose on (B)(6) 2012, and the healthcare provider decreased the pump dose down to 96mcg/day. The reporter stated that it was unclear at that point if it was the pump dosage they had programmed at the time of the stroke which caused the bradycardia, or if it was the stroke itself that caused it. It was unclear what type of stroke the patient had. As of (B)(6) 2012, the patient was receiving effective therapy and was recovering in intensive care unit. The medication in the pump was lioresal (baclofen). Additional information had been requested; however information had not yet become available at the time of the report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 8731, serial# (B)(4), implanted: 2005-(B)(6), product type catheter. (B)(4).